Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female who underwent primary breast augmentation with a mentor smooth round spectrum 425cc saline prothesis experienced bilateral infection post procedure. Escherichia coli and pseudomonas were found. The infection was confirmed by a physician. Green pimples on the breasts, fever, and feeling ill were all symptoms of the infection. The infection was stated to be worse on the right side than the left. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. See 1645337-2019-17603 for contralateral prosthesis report.